Event description:
Caller alleged discrepant test results with inratio. Reported test results were:date inratio labunknown 5.3 3.9unknown 3.4 2.8unknown 4.5 3.3caller also stated she has anti-phospholipid syndrome.